Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, the device was programmed to vvi mode to ensure it wouldn¿t pace during the procedure. The device was pacing at 67bmp, and upon interrogation it was found in backup vvi mode. A device download was preformed and there were no patient consequences.